Event description:
The customer reported the kvp was inaccurate and there was a kv on in error messages. This error causes the system to shut down. This could result in procedural delays. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The power supply was adjusted and the filament was calibrated during the service call. The system was tested and found to be working as intended and put back into service.